Manufacturer narrative:
During service on (B)(6) 2024, the autopulse platform (B)(6) failed the load cell characterization test. The root cause of the failure was a defective load cell. The load cell was replaced to address the observed problem. The autopulse platform passed the functional testing without error or fault. The load cell characterization check revealed that the load cell module exceeded normal parameters. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(6).

Event description:
During service performed at zoll on (B)(6) 2024, the autopulse platform (B)(6) failed the load cell characterization test. No patient involvement.